Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 6 months after the dental implant was installed it was verified its non-osseointegration. Immediate load and bone graft were performed. No further information was provided.